Event description:
It was reported that during set-up for a bankart procedure using the speedstitch suturing device, the needle bent and then broke off. They were unable to get the remaining piece of needle out of the device. The procedure was postponed to a later date as they had no alternate means of suture passing. There were no pt complications reported as a result of this event.